Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. A cold reset was performed. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer reported that the unexpected restart alarm recurred. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected unexpected restart alarm noted.